Event description:
Remover tool issue during training session. (B)(4).

Manufacturer narrative:
This device was being used in a non-clinical environment in a training session. Pyng medical is filing this as a conservative interpretation of FDA regulations. In the abundance of caution, pyng is filing this as an MDR. The device was successfully removed using a second fast1 removal tool. This product issue has been addressed by elimination of the remover tool. The analagous product was cleared by the FDA through 510(k) submission k07248.